Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of 127 ohms. Boston scientific technical services (ts) was consulted and discussed the difference between daily measurements and therapeutic shock impedance measurements. Ts noted the clinic could consider increasing the remote home monitoring alert upper limit to 150 ohms. The crt-d and rv lead remain in service and no adverse patient effects were reported.